Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) the therapy an optical sensor failure was generated. No flush system was used on the fluid lumen. An alternate - radial source was used to obtain pressure indices. The indication for use was due to patient surgery. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) the therapy an optical sensor failure was generated. No flush system was used on the fluid lumen. An alternate - radial source was used to obtain pressure indices. The indication for use was due to patient surgery. There was no reported injury to the patient.

Manufacturer narrative:
Correction: concomitant medical products- eliminated date. After the box was received from sterilization it was noted that the contents of the box were empty. The customer was contacted for follow-up information. An additional supplemental report will be provided if necessary. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) the therapy an optical sensor failure was generated. No flush system was used on the fluid lumen. An alternate - radial source was used to obtain pressure indices. The indication for use was due to patient surgery. There was no reported injury to the patient.